Event description:
The patient reported that they had experienced fever and a general feeling of sickness, subsequent to scs system implant in california. The patient indicated that her lead was pushing outward from her skin and had been painful and tender to touch. The date of symptom onset was not provided and the patient had subsequently relocated to texas; with no following physician to contact. She indicated that a physician in california had ordered blood tests to check for an infection (no date was given); the patient had called the physician but was not provided with her laboratory results. The rep redirected the patient to report symptoms to the hcp at an urgent care or ER. Physician listings in texas were also provided to the patient. The surgeon in california was contacted for follow-up; the hcp reported that review of the patient record revealed the patient was seen for follow-up in 2007, and a week later. There were no documented orders for blood tests and nothing had been noted regarding onset of an infection; the clinical lab had no record of the patient. It was anticipated that the patient would be contacted for add'l follow-up.